Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined; however, surgical technique and patient factors may have contributed to the event. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". In this case, it was reported via the implant patient registry that a 25mm bioprosthetic mitral valve, implanted approximately for two (2) years and six (6) months, was explanted due to unknown reasons. The explanted device was replaced with a 25mm bioprosthetic valve.

Manufacturer narrative:
H11. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". In this case, it was reported that a 25mm bioprosthetic mitral valve, implanted approximately for two (2) years and six (6) months, was explanted due to endocarditis. The explanted device was replaced with a 25mm bioprosthetic valve.

Manufacturer narrative:
Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.